Event description:
Pt status post mitral valve replacement with intra aortic balloon support post op. At balloon removal resistance was met, pt transported to or for surgical removal. Pt with aortic bifem tear possibly related to large hard clot found in balloon catheter.